Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was stuck and could not be pressed during the procedure. There was no reported patient injury. The healthcare professional could not deploy the device during use. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.